Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error several days after the customer changed sets on the device, usually during priming or bolus and basal. The blood glucose reading was 130 mg/dl. The customer also reported that she had also received no delivery alarms the month prior. She declined offer to return the set and reservoir for analysis. No significant events leading to the alarms were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump; customer wanted to contact insurance before moving forward with replacement of the device. Nothing further reported.